Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine suddenly logged the user out and turned off. User was unable to power back on despite turning on/off switch multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device system was not turning on. The field service engineer (fse) replaced main drawer 5 full height pyxibus module controller (pmc) and the drawer controller board. The fse rebooted the station back on and ensured all led lights were working correctly. The fse assigned drawer 5 to its correct position in storage space, removed any fallen medications from the bottom of the drawer, and ensured the drawers were working properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.